Manufacturer narrative:
The company representative was to resolve the issue remotely with the customer (via phone fix). The representative recommended the customer reboot the system and as a result, it began to function as expected. However, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause could not be conclusively determined due to the lack of an on-site investigation. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that an ophthalmic system exhibited system froze with no system message displayed where there was no response from display and touch screen. The surgery was completed with the same machine after restarting it. There was no impact on patient. Procedure details was not reported.